Event description:
The event is reported as: staples were not forming correctly. No injuries reported.

Manufacturer narrative:
Evaluation: method: other: sample is not available for evaluation. Conclusion: other: (B)(4) was issued that addresses the issue of staples not forming. If further info is received, a follow-up report will be submitted.